Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the sureflex steerable guiding sheath was first visually inspected; the stopcock valve came detached from the tube, and once it was reattached to the rest of the device to be flushed, flushing was successful. The stopcock was easily removed as there is no glue to hold it. During the dimensional analysis, the components were inspected for glue residue under the vhx; it was noted that there was glue residue present on the side port tubing outer surface and the stopcock male luer slip inner surface, however, the exact volume of glue applied on these components cannot be quantified. Later, the dimensional testing revealed that the stopcock inner diameter, tubing outer diameter and length were within specifications. Therefore, the reported allegation of detached sideport tubing was confirmed since the sheath was returned for analysis and testing showed the 3-way stopcock was detached from the sideport tubing.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use for an ablation procedure. During preparation, while the device was outside the patient, it was mentioned that the base of the flushing port got separated from the sheath handle. The flushing was impossible to perform due to the damage that occurred. The user does not believe it got damaged during removal. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use for an ablation procedure. During preparation, while the device was outside the patient, it was mentioned that the base of the flushing port got separated from the sheath handle. The flushing was impossible to perform due to the damage that occurred. The user does not believe it got damaged during removal. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. The device is expected to be returned for analysis.